Manufacturer narrative:
Investigation included user education and troubleshooting with attempts to gather additional information by phone. Investigation of this case revealed user technique issues related to cartridge insertion while connected and a loose connection. It was concluded that the event was related to user handling of the infusion set and cartridge rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced a low blood glucose event after inserting a cartridge into the ilet while the set remained connected to the body and with a loose connector, consistent with a failure to rewind while connected and improper handling of the infusion set and cartridge. Symptoms included low glucose and urgent low alerts. Outcomes included self-treatment with oral carbohydrates without external assistance and no hospitalization.